Manufacturer narrative:
As no further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace and sense portion of this right ventricular (rv) lead was surgically abandoned and a new pace and sense right ventricular (rv) lead was implanted. No additional adverse patient effects were reported.